Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through medwatch that the patient was having a problem with their mobile power unit (mpu). The mpu had a kink in the power cord and the unit alarmed when connected to wall power. The mpu was replaced.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a kink in the mobile power unit (mpu) power cable and alarms while connected to wall power were unable to be confirmed. The mpu (serial number unknown) was not returned for evaluation. There were no photos or log files submitted for review. Provided information stated that the mpu was replaced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unavailable. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. D), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. A) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. D) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. A) section 10 and heartmate 3 instructions for use (IFU) (rev. D) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine of all components of the heartmate 3 left ventricular assist device, including the mpu. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.